Manufacturer narrative:
The device was received for evaluation. During visual inspection, a hole was observed in the tubing 21 inches from the first y-site. The reported condition was verified. The cause was determined to be due to human error during production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set had holes throughout the line and fluid was shooting out through the holes. This occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.